Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened esc button/keypad dome. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. The keypad connector was fine.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the esc button was no longer springy and takes effort to trigger. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.